Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after this right ventricular (rv) lead was attempt to be implanted in the interventricular septum and tested with the pacing system analyzer (psa). It was not possible to measure the amplitudes and the lead pace impedance measurements were out of range. The helix was retracted and positioned in a new sport and once again tested with the psa. Once again amplitudes and pace impedance measurements were high and out of range. More positions were attempted with no success. The lead was replaced. This lead was disposed to prevent infection. No adverse patient effects were reported.